Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 9140639. Customer states that a syringe came without a needle. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9140639. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#(B)(4) was initiated.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: caregiver of a dog got in touch with us informing that she has been applying insulin to the animal since july last year and always uses the bd ultra-fine 6mm syringe packs capacity 50ui (batch 9140639c; fb (B)(6) 2019; val 2024/06) , in the last package purchased a syringe came without a needle, we asked if the needle got stuck in the orange protective cover and the customer said no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: caregiver of a dog got in touch with us informing that she has been applying insulin to the animal since july last year and always uses the bd ultra-fine 6mm syringe packs capacity 50ui (batch 9140639c; fb 07/2019; val 2024/06), in the last package purchased a syringe came without a needle, we asked if the needle got stuck in the orange protective cover and the customer said no.